Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead was noted to have high impedance, oversensing, and was thought to be fractured. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (B)(6) 2009; yrbr2615165 stent graft (B)(6) 2002; yrec20375 stent grafts x2 (B)(6) 2002; yrir16115 stent graft (B)(6) 2002; yrir1685 stent graft (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the impedance was greater than 2500 ohms, the right ventricular short interval count (sic) was 3190 and episodes of lead noise oversensing were detected.